Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d8. A getinge field service engineer (fse) evaluated the unit and determined that the battery with serial number (B)(6) was damaged and unable to hold a charge. The battery was not expired and only one battery was faulty. The fse replaced the faulty battery with a new unit (d146-00-0097), after which all indicators functioned normally.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fst during inspection that the cardiosave intra-aortic balloon pump (iabp) unit showed unavailable battery detected in battery slot #2. After inspection, it was determined that the battery with serial number (B)(6) was damaged. There was no patient involvement reported.